Event description:
It was initially by a company rep reported that a vns pt was to undergo battery replacement due to unk reason. The company rep followed up with the office of the treating neurologist and found that in (B)(6) 2004, system diagnostics were ok dcdc=0. The patient reports an increase in seizures (still below pre-vns baseline) and feels very tired. Moreover, the patient stated that he feels like when his last battery became near end of service as there is also a feeling of pinching in his neck near the leads and stimulation is not as strong as before. Info in the MFR's programming history revealed that a system diagnostics on (B)(6) 2004, which was ok, dcdc=2. No add'l diagnostics were available at the time. Based on info received to date, a short circuit condition is suspected based on clinical symptoms, however, no conclusion can be drawn at the time.